Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation of the machine files was not considered necessary because the complaint is related to a component defect. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. No deviations were found during the device history record (DHR) review. However, it was found that the sensor box included components with a problematic material combination. One previous complaint was reported against this serial number for the same error pattern. Review of the repair history was not required. The sample was not returned for examination and the sensor box was repaired at the manufacturer¿s workshop. The technician confirmed the sensor box had a defect indicating the gold/tin problem outlined in a CAPA that was opened for a flow measurement issue. The described situation is adequately addressed in the instructions for use (IFU). If there is a technical failure of the flow and pressure measurement, the IFU instructs to replace the console. Based on the findings of the investigation, the reported event has been confirmed.

Event description:
It was reported that during extracorporeal membrane oxygenation (ECMO) therapy, the novalung console gave out error codes #206, #208, and #211. The flow sensor could not be recognized by the console. This occurred after six days of use. Due to the errors, the patient was connected to another ECMO kit and per procedure their blood was not returned. It was confirmed that no alarms went off during the priming phase. Replacing the console and the xlung kit resolved the issue. The patient¿s estimated blood loss (ebl) was approximately 670 ml due to the switch. There was no reported patient injury or harm due to the events, and there was no indication that medical intervention was required. The sensor box was not available to be returned for evaluation.